Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon ruptured, was difficult to remove and detached. The lesion being treated was located in the very calcified, mid left anterior descending artery (lad). The physician advanced an emerge balloon catheter to the target lesion and inflated it, however the balloon ruptured. The physician had difficulty removing the device and the distal part of the balloon detached. The device was removed and the physician used a snare to attempt to remove the balloon fragment but was unsuccessful. The procedure was completed by implanting a stent to cover the balloon fragment in the proximal lad, occluding the first diagonal. No further patient complications were reported and the patient's status is stable.